Event description:
Caller states that pin 3 is discolored and that the last 2 pins are green. No injuries reported. No indication of what device is cleaned with or last time it was cleaned. Requested return of suspect device and replacement was sent.